Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the highly calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] was experienced with the first proglide device. A second proglide was attempted to be placed; however, the plunger would not depress and the proglide device could not be removed. The lever was lifted and lowered manipulating the device in an attempt to remove it. The footplate would not fully retract and was in the open position when the device was removed from the patient anatomy, causing bleeding and damage to the vessel. A portion of the posterior footplate broke off. A 7fr sheath was inserted to occlude the vessel. A cut down was performed to do an endarterectomy and continue with the tvar procedure. The footplate was not found when the endarterectomy was done and the location is unknown. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage and tissue injury (vascular injury) are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. The reported patient effect of hemorrhage and tissue injury are known inherent risks of the procedure. Based on the information reviewed, there is no indication a product quality issue.